Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4318, lot #: 19882845, description: clik x anchor sc-1132 (sn: (B)(4)). The complaint was confirmed. The u3-application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.63 volts. The device exhibited excessive sleep current leakage (46.7ma). A hot spot was observed on the component (42.4°c). The impedance between vh and ground measured 40.5ohms. The reported complaint states that monopolar electrocautery was used. Sc-2218-70 (sn: (B)(4)) the lead was cleanly cut approximately at 29cm from the tip of proximal end. There are no exposed cables. X-ray inspection found no cable breakage. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-4318 (ln: 19882845) the eyelet was torn, and there was no missing silicone material.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well.